Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to infection. Wear of the articular surface was also noted during the revision surgery.